Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. The device log was reviewed and showed that all shocks delivered on the event date were within specification based on the impedance calculation. The shocks were set between 10 to 50 joules with the patient's impedance between 21.5 to 24.5 ohms, and all outputs met the accuracy of +/- 3 or 15%. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.